Event description:
Revision surgery - the pt recently went in to see the dr. There was significant bone loss that showed a lack of support on the prosthesis. The pt had a 44+8 glenosphere implanted after the dr removed the previous 36n. The stem was revised using a tornier product. Tornier has a longer stem that was needed for this revision of a previous surgery. It is unk whether the device that was revised was a djo/encore product.